Manufacturer narrative:
18-may-2021 - received medwatch report mw5100682. The device was not returned for analysis. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The available data were inspected thoroughly. The analysis confirmed the presence of noise in the recorded secgs as mentioned in the complaint description. The x-ray image showed that the device had migrated to the patients back in the pleural space. The deterioration of the sensed signal is an expected consequence of the devices migration into the thoracic cavity. The root cause of the migration could not be determined from the available data. However, it cannot be excluded that the implant position or the patients physiology contributed to the event.

Event description:
Patient was brought in to clinic for interrogation of bm3 due to noises. It was discovered the device had migrated into the thoracic cavity. The device could only be interrogated from patients back. Device is scheduled for explant by thoracic surgeon. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.